Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The patient was using antibiotics (dose, frequency, and route not reported) for the peritonitis. On (B)(6) 2012, the patient was discharged. The patient was recovering from this event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12b21073, h12a23014 and h11k07026. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: follow up information from the nurse (rn). The rn confirmed the peritonitis event, the event start date and hospitalization dates. The cause of peritonitis was unknown. The rn stated that the patient was recovering and the patient was retrained. The event of peritonitis was not related to dianeal therapy.